Event description:
The customer reported the 4k camera head display bad image and the cable is broken. The event occurred during demonstration and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported bad image was not confirmed. However, internal damage cable and rubber cover dislodged were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the cable was found to be internally damaged. It was recommended to replace the cable and the keyboard. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Other incoming inspection findings also found poor electrical contacts of the switches. Olympus will continue to monitor field performance for this device.